Event description:
Septic knee. Info received on 12/2001 from a registered nurse regarding a pt with osteoarthritis. The pt's medications include; triamterene, cardura, kcl, triamterine, folic acid, claritin, vicodin and vitamin e. The pt received two synvisc injections to the right knee: the first in 2001 and the second 7 days later. 12 days later the pt developed a "septic knee" and was subsequently hospitalized. A "washout" of the knee was performed for treatment. The pt's clinical outcome was not provided. "Washout of the knee".